Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received by the penumbra sales representative indicated that the device was misplaced by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was misplaced by the hospital.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the technologist noticed that the tip of the neuron 6f 070 delivery catheter (neuron 070) came off upon removal from the packaging. The broken neuron 070 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new neuron 070.